Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible constant pelvic pain/pain') in an adult female patient who had essure (batch no. 704869-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included loop electrosurgical excision procedure in (B)(6) 2008. Concurrent conditions included urinary incontinence, diabetes, sexually transmitted disease, bipolar disorder, depression, headache, obesity, hyperlipidemia and cervical dysplasia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), pelvic adhesions ("entire uterus starting with my tubes completely connected to my abdominal wall"), migraine ("chronic migraines/migraine"), menorrhagia ("non stop menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, alopecia, weight increased, pelvic adhesions, migraine, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic adhesions, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: pelvic, abdominal, dysmenorrhea, dyspareunia, psy injury, other injuries/symptoms: hair loss and migraine. Essure insertion date as per previous source document: (B)(6) 2010. Most recent follow-up information incorporated above includes: on 24-sep-2019: plaintiff fact sheet received. Events: abdominal pain, psy injury and essure confirmation test conducted: no were added. Reporter's information was updated. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a consumer via social media in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. This report was considered invalid because no contact information was available. The consumer reported she had essure for 3 years, she experienced hair loss, the nonstop menstrual bleeding, the constant pelvic pain, chronic migraines, weight gain, and bloating. After going to doctors and being told all these issues were in her head, in (B)(6) 2012, the physician decided to do a laparoscopic exploratory surgery where he found her entire uterus starting with tubes were completely connected to the abdominal wall. She stated she never had any issues before essure. Upon follow up information received on 04-may-2015 this case was considered valid: a legal claim for this consumer was received. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality-safety evaluation of ptc received on 20-may-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed constant pelvic pain. Essure device was removed. This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal and pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical complaint investigation cannot be performed as no batch number or sample was provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("horrible constant pelvic pain/pain") in a female patient who had essure (batch no. 704869-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure in (B)(6) 2008. Concurrent conditions included urinary incontinence, diabetes, sexually transmitted disease, bipolar disorder, depression, headache, obesity, hyperlipidemia and cervical dysplasia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), pelvic adhesions ("entire uterus starting with my tubes completely connected to my abdominal wall"), migraine ("chronic migraines"), menorrhagia ("non stop menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, alopecia, weight increased, pelvic adhesions, migraine, menorrhagia, dysmenorrhoea, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic adhesions, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("horrible constant pelvic pain/pain") in a female patient who had essure (batch no. 704869) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure in (B)(6) 2008. Concurrent conditions included urinary incontinence, diabetes, sexually transmitted disease, bipolar disorder, depression, headache, obesity, hyperlipidemia and cervical dysplasia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), pelvic adhesions ("entire uterus starting with my tubes completely connected to my abdominal wall"), migraine ("chronic migraines"), menorrhagia ("non stop menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, alopecia, weight increased, pelvic adhesions, migraine, menorrhagia, dysmenorrhoea, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic adhesions, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ']initial' indicates here initial submission by the new legal manufacturer only. New events added- dysmenorrhea (cramping) and yspareunia (painful sexual intercourse). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.